Manufacturer narrative:
(B)(4). D10 associated products: clsâ® spotornoâ®, stem, 135â°, #item: 290039070, #lot: 2170611; metasulâ® ldhâ®, head adapter, l, +4, taper 12/14-18/20, #item: 0100185147, #lot: 2186576; metasulâ® ldhâ®, head, 44, code j, taper 18/20, #item: 0100181440, #lot: 2189269. Therapy date: (B)(6) 2010. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 6 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
It was reported from legal that a patient had a right total hip arthroplasty performed . Subsequently, the patient was revised 6 years post-implantation due to pain, ongoing bursitis, and elevated metal ion levels. During the revision, extensive acetabular and femoral osteolysis was identified as well as a large pseudotumor and black metal debris throughout the joint. As inflamed scar tissue was excised, it was found that the metal debris was from femoral cone abrasion. All components were revised with mixed manufacturer product. After the revision, the patient returned to a pain-free and active lifestyle with normalized metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report: (B)(4). Updated:a3,a4,b4, b5,b6,b7, d2,e1,e3, g1,g3,g6,h1,h2,h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b1, b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. No product was returned for investigation, but picture taken during revision surgery were provided. Due to the presence of blood and bio debris, as well as for the low quality of the provided pictures, no assessment can be made. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. It was reported from legal that a patient had a right total hip arthroplasty performed. Subsequently, the patient was revised 6 years later due to pain, ongoing bursitis, and elevated metal ion levels. During the revision, extensive acetabular and femoral osteolysis was identified as well as a large pseudotumor and black metal debris throughout the joint. As inflamed scar tissue was excised, it was found that the metal debris was from femoral cone abrasion. All components were revised with mixed manufacturer product. After the revision, the patient returned to a pain-free and active lifestyle with normalized metal ion levels. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.